Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not notified there managing physician about the positional loss stimulation, the patient was not sure of the circumstances that led to the issues and the issues were not resolved yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they had a fall in (B)(6) of 2016 where they hurt some ligaments in their foot, but the stimulator worked fine after the fall. On (B)(6) 2016 the consumer experienced a loss of stimulation and even though they ¿turned it up higher, it wasn¿t working¿ because stimulation could be felt in the legs, but wasn¿t being felt in the hips or back so the consumer had to stand in certain positions to get stimulation, which was uncomfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.